Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. This report will be updated should additional information be received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements, with one measurement of 185 ohms observed. The physician delivered a 1.1 joule and a 41 joule shock to test the integrity of the lead. The 1.1 j shock impedance was 120 ohms, but the maximum energy shock impedance was greater than 125 ohms. Device data was submitted to technical services for review. The data showed the shock impedance for the 41 j shock was 134 ohms. Technical services discussed that the other lead diagnostics were stable and within normal range. The concern for this gradually increasing shock impedance is the risk of truncation of a real shock when the impedance is above 145 ohms, meaning it will be a monophasic shock and may not be effective for this patient. As the commanded shock impedance value was below 145 ohms, the physician could reprogram the alert up to 175 ohms and continue to monitor, and consider replacement when the device reaches elective replacement indicator (eri). No adverse patient effects were reported, outside of having commanded shocks delivered. The field representative confirmed the physician plans to continue monitoring the impedance issue. Additional information was received. The patient was scheduled for a device replacement in august 2022. It was reported that some t-wave oversensing was observed on the rv channel, and the right atrial (ra) lead was known to be not working, so it was expected that the entire system would be replaced. It was later reported that the ICD was explanted and replaced on 15-september-2022. No additional adverse patient effects were reported. The local sales representative has asked the facility about the status of the rv and ra leads, but no additional details have been received.

Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements, with one measurement of 185 ohms observed. The physician delivered a 1.1 joule and a 41 joule shock to test the integrity of the lead. The 1.1 j shock impedance was 120 ohms, but the maximum energy shock impedance was greater than 125 ohms. Device data was submitted to technical services for review. The data showed the shock impedance for the 41 j shock was 134 ohms. Technical services discussed that the other lead diagnostics were stable and within normal range. The concern for this gradually increasing shock impedance is the risk of truncation of a real shock when the impedance is above 145 ohms, meaning it will be a monophasic shock and may not be effective for this patient. As the commanded shock impedance value was below 145 ohms, the physician could reprogram the alert up to 175 ohms and continue to monitor, and consider replacement when the device reaches elective replacement indicator (eri). No adverse patient effects were reported, outside of having commanded shocks delivered. The field representative confirmed the physician plans to continue monitoring the impedance issue.